Manufacturer narrative:
Manufacture reference number: (B)(4).

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the patient's esophagus. There was no harm to the patient and a repeat procedure was not performed. An endoscopy had been performed prior to the procedure and it was normal, and there was nothing unusual about the patient. No other known adverse events were reported.